Event description:
It was reported that the patient presented with an infection. There is no allegation from a healthcare professional that the infection was caused or contributed to by an abbott device or related procedure. Vegetation was noted on the right ventricular lead. The biventricular implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted. The patient was discharged post procedure.